Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited possible loss of radio frequency (rf) telemetry. No intervention was reported. There were no patient consequences reported.